Event description:
A report was received that the patient was experiencing tenderness at the pocket site. It was determined that the upper portion of the ipg was more superficial. The patient underwent a pocket revision wherein the ipg was just moved an inch. The patient was doing well post-operatively.